Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, that the patient experienced a skin reaction at the sensor site. The patient's pediatrician reported the reaction, and described it as bad rashes. It is not known what treatment, if any that the patient received. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.